Event description:
When using two of the new applied medical trocar (kii sleeve/5mmx100/ref.#(B)(4) with advanced fixation sleeve). The blue, circular ring on outside of trocar pressed up against pt's skin while doing a lap chole. Graspers were holding gallbladder for retraction, and because of this new blue ring on trocar, pt received a bruise/pressure injury around outside of both 5mm trocar sites.